Manufacturer narrative:
Concomitant product: product ID 8709, lot # l60850, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding the delivery of unknown medication (device registry lists the medication as lioresal) in an implantable infusion pump for intractable spasticity and cerebral palsy. A new pump was removed due to patient allergy. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medial history, with the allergic reaction began, and if any diagnostics were performed.